Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan customer service on may 1, 2009, alleging that the one touch ultra2 meter stopped working 2 weeks ago. The meter reportedly was displaying an error message; however, the pt was unable to specify which error message. The pt took her minimum amount of insulin and reportedly developed blurred vision a day after the error message occurred. The pt denied receiving treatment due to the reported issue. No troubleshooting was performed since the pt had thrown the meter away. This complaint is being reported because the pt allegedly decreased her insulin as a result of the error message and then developed symptoms suggestive of hyperglycemia (blurred vision) a day after the error message occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.